Event description:
Customer reports that; "value was not working properly and had to be explanted. No other details provided. Patient is doing fine".

Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.